Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Arterial occlusion: the cause of the injury was not determined due to insufficient clinical details. Asae / major bleed: left femoral artery access site bleeding was noted after impella removal and closure with 2 perclose devices and a 6 fr angioseal. Angiography revealed acute cfa occlusion, requiring both antegrade and retrograde attempts to cross the lesion. A self-expanding stent was placed, but bleeding from the sfa arteriotomy persisted despite 20 minutes of balloon tamponade. A covered stent followed by an additional self-expanding stent was deployed to control the bleeding. The patient received 3 units of prbc, with hemoglobin decreasing from 15.1 to 6.5. The cause of the access site adverse event was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complaints team received via long-term outcome and quality indicator (loqi) registry that a patient had acute femoral artery access site occlusion with relationship to an impella pump. Left femoral artery access site bleeding was noted. Loqi states: "after removal of impella device and deployment of 2x perclose and 1x 6 fr angioseal, angiography of the l cfa showed acute vessel closure. Initially, an antegrade approach was taken via the existing l radial access, with unsuccessful crossing of the stenosed lesion. A l sfa retrograde arteriotomy was performed to cross the lesion and initial balloon dilatation, then an absolute pro 8.0x60mm self-expanding stent was placed across the lesion in cfa. Ivus was utilized to assess lesion, and to optimize stent length. Balloon tamponade of the l sfa arteriotomy site was attempted for a total duration of 20 minutes. However, bleeding persisted. Thus, a lifestream 6.0x26mm covered stent was deployed across the arteriotomy site, followed by an absolute pro 8.0x60mm self-expanding stent inside the covered stent. Patient received 3 u prbc. Hemoglobin baseline 15.1 nadir 6.5."